Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, granuloma visual analysis visual analysis of the photographs identified: ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. ¿ edema : unable to observe as it is a medical event that is not related to the device. ¿ anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient representative reporting patient experienced "swelling and pain". Healthcare professional confirms postoperative diagnosis: capsular contracture of breast implant (unknown baker grade), breast deformity and asymmetry . Removal of breast prosthesis and breast augmentation. Pathology report provided shows ''foreign body granulation tissue in fibrous capsule". This relates to the right device.

Manufacturer narrative:
Corrected data: d.6a.

Event description:
Patient representative reporting patient experienced "swelling and pain". Healthcare professional confirms postoperative diagnosis: capsular contracture of breast implant (unknown baker grade), breast deformity and asymmetry. Removal of breast prosthesis and breast augmentation. Pathology report provided shows ''foreign body granulation tissue in fibrous capsule". This relates to the right device.

Event description:
Patient representative reporting patient experienced "swelling and pain". Healthcare professional confirms postoperative diagnosis: capsular contracture of breast implant (unknown baker grade), breast deformity and asymmetry. Removal of breast prosthesis and breast augmentation. Pathology report provided shows ''foreign body granulation tissue in fibrous capsule". This relates to the right device.